Event description:
Written report received from baxter affiliate in which a pharmacist reports a nurse was using a syringe to fill an infusor device with 5fluorouracil. The syringe broke and sprayed the 5fluorouracil on the nurse's forearms. The nurse was not wearing any protection on their forearms and rinsed their arms for an extended amount of time and no negative outcome occurred. Baxter further indicated that the reporting facility considers the reported event to be related to user technique, and not related to baxter product.